Event description:
Consumer sent e-mail stating that the tampon came completely undone upon use, and unraveled as to not be a complete tampon. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating that the tampon came completely undone upon use, and unraveled as to not be a complete tampon. No injury was reported.